Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer. Corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The commander delivery system was returned to edwards lifesciences for evaluation and revealed kink observed 4.5'' from flex tip, kink on flex shaft appears to be twisted and severe kink on balloon shaft near strain relief. Imagery was returned and a video was provided. A kink was observed on flex shaft component around the descending aorta. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation manual, device procedure manual and no IFU/training deficiencies were identified. The device procedure manual provides guidance on tracking over aortic arch. Ensure the edwards logo is facing up on the delivery system. Use 30 to 40 lao to provide view of the aortic arch. Slowly rotate the flex wheel away from you while tracking over the aortic arch. The delivery system articulates in a direction opposite from the flush port. Additional considerations to do not overflex while tracking over aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel, ensure the edwards logo faces upward throughout flexing and tracking and the flex indicator may be used as a reference to assess degree of articulation in the delivery system throughout the procedure. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon deflation partial or slow and system component damaged were confirmed based return imagery and on return evaluation of complaint device. No manufacturing non-conformances were identified during the evaluation. Functional testing of the returned delivery system revealed inflation and deflation of balloon was performed in 20 seconds however slight resistance was observed by engineering during the inflation/deflation of the balloon. A review of lot history, manufacturing mitigations, and DHR did not reveal any indications that a manufacturing non-conformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As reported ''after the valve was deployed the balloon deflated very slowly''. Likewise, case notes state that there was no difficulty observed during preparation of the device, as well as no abnormalities such as kinks/cracks or bends were noted on the flex shaft. Through the evaluation of returned imagery, a kink can be seen on the flex shaft of the delivery system around the descending aorta during the valve deployment step of the procedure. The kink was also observed on the returned delivery system approximately 4.5'' from the flex tip. Per the training manual, kinking can occur during the tracking of the aortic arch if there is any torque applied to the handle while rotating the flex wheel. Likewise, the kink that was observed on the flex shaft appears to be twisted. It is possible that the twisted kink on the flex shaft occurred due to torque applied to the handle. A severe kink is also observed on the balloon shaft near the strain relief. It's possible that device mishandling during tracking of the delivery system over the aortic arch could have caused the observed kink which in turn affected the rate at which the balloon deflated post valve deployment. A definite root cause was unable to be determined however available information suggests that procedural factors (device mishandling and damaged flex catheter) could have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported, after deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon deflated very slowly. No harm was done to the patient. The commander delivery system was removed without issue. The angiogram revealed what look to be a kink on the commander delivery system.